Event description:
As reported to coloplast though not verified, patient was implanted with coloplast altis mesh. Later the patient experienced urinary retention, possible cystitis, urinalysis showed trace blood and leucocytes. A urinalysis and urine culture showed trace leukocytes and trace blood, a culture presented normal flora contamination. No explant procedure or subsequent treatments and/or therapies were reported.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The patient experienced a urinalysis and urine culture showing trace leukocytes and trace blood, a culture presented normal flora.